Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product pe590a - laparoscope 5mm o deg 310mm. According to the complaint description, the endoscopic display was faulty; adjustments were made and it recovered too normal. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information/correction: b5 - description updated. H11 - updated information. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable for the following reasons: no serious public health threat / falsified product. No serious incident.

Event description:
Update: the event information has been verified through the sales group. This hospital has never installed this b. Braun medical device. The report is an error case.